Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set was deployed incorrectly when the blue needle guard was not removed prior to insertion, leading to interrupted insulin delivery; the user used a g7 cgm and later resumed insulin delivery after a guided full supply change, and replacement infusion set supplies were shipped. Symptoms included elevated blood glucose with a reported peak of 326 mg/dl without associated acute symptoms. Outcomes included no medical intervention, no backup therapy, no ketone testing, and return to target range later the same day. Investigation included troubleshooting and user education regarding correct infusion set deployment and connector attachment. Investigation of this case revealed an infusion set use error that impeded insulin delivery, consistent with incorrect set deployment or connection. It was concluded, based on previously established findings for similar reports, that user error related to infusion set insertion caused the event.